Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the package had been opened n 9 of them.

Manufacturer narrative:
Investigation summary: DHR- the lot was built on afa line 9 on 05apr2017 thru 08apr2017 for the quantity of 170,010ea. Packaged on pkg line 11 from 7apr17 through 3may17. One non-related qn was initiated during production, disposition, root cause and corrective action were applied per control plan. All other challenge samples, set-up and in process testing were performed and all passed per specifications. Received a total of 9 iag units from lot number 7089508 all components within were present and intact. ¿8 of the units received were partially open at both ends ¿1 of the units received were partially open at one end the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Conclusion(s): supplier ¿ defective material bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the package had been opened n 9 of them.